Event description:
The patient had a routine dental cleaning with a dentist that the patient has gone to for several years. The patient has multiple life-threatening food allergies that the office was made aware of at the start of seeing the dentist. During her cleaning she was given a fluoride paste that contained recaldent (milk derivative). The patient had an anaphylactic reaction which required the use of an epipen and a trip to the ed (emergency department). The practice manager at the dental office confirmed that it was an oversight and that the packaging had been thrown out. The outer package contains the warning label. The dental practice is: (B)(6).